Manufacturer narrative:
On (B)(6) 2018 the lens was exchanged for a shorter length and different diopter lens due to observation of excessive vaulting, refractive surprise, and blurred vision. (B)(4)

Manufacturer narrative:
Device evaluation: lens was returned in liquid, in a specimen cup. Visual inspection found a torn haptic (torn piece missing) and debris on the lens surface. Work order search: a lens work order search was performed. No similar complaints found. (B)(4)

Event description:
The reporter indicated that the surgeon implanted a 13.7mm, micl13.7, -10.0 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2018 the lens was removed and exchanged for a shorter length and different diopter lens due to observation of excessive vault and refractive surprise. This exchange resolved the problem. Progressive myopia was reported as a pre-existing conditions.